Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, confirmed working outlet, extended charging attempt, and trials of different wall adapters and charging cables, and issue did not cause pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump was in warranty, was informed replacement pump; customer reported no backup insulin therapy and planned to contact healthcare provider and acknowledged all instructions.